Event description:
According to the reporter: occurred during a laparoscopic low anterior resectioning. On the first firing, the surgeon tried to squeeze the handle but it was stiff and a cracking sound was heard. The handle could not be squeezed. A new handle was obtained, but the device could not be used. A new reload was obtained, but it could not be used as well. To complete the procedure, another handle and reload were used. No patient injury or extension in surgical time greater than 30 minutes. Patient status is no problem.